Event description:
Patient reported intracapsular rupture and peri-prosthetic effusion/extravasation as confirmed by ultrasound. Patient additionally reports "painful" capsular contracture, baker grade IV. This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported intracapsular rupture and peri-prosthetic effusion/extravasation as confirmed by ultrasound. Patient additionally reports "painful" capsular contracture, baker grade IV. This record is for the right side. The device remains implanted.